Event description:
An unknown, undocumented number of incidents involving spillage of blood and blood exposure to clinicians were reported to have occurred with the abbott macrobore extension set when used with deseret catheters. The sets reportedly did not fit well with the deseret catheters; however,they are produced to iso 2000 standards. Incidents were reported to have included previously unidentified aids patients and other patients with known contagions. No patient or clinician ill effects were reported. Repeated attempts to obtain additional information have been unproductive as reporter does not return the telephone calls.